Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results on the adc device compared to an unknown reading obtained from a healthcare professional (hcp). The customer noted a horizontal trend arrow, which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced nausea, dizziness, seizure, and a loss of consciousness. The customer experienced nausea, dizziness, seizure, and a loss of consciousness, requiring sugar-water from a non-healthcare professional for treatment. The customer then had contact with a healthcare professional who obtained a glucose result of 52 mg/dl and provided glucose serum (via and IV) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. A sensor result of 90 mg/ dl was compared to a healthcare meter blood glucose reading of 52 mg/ dl, and the results, when plotted on a parkes grid, fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication that the sensor terminated without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.